Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -11.5/2.0/177 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens in a second surgery on (B)(6) 2022 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
B5 - "reportedly, the vertical position of 13.2 was placed first, and the horizontal position of 12.6 was adjusted at the height of the arch." Should be added to the initial MDR. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).